Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 45 mg/dl and subsequent recovery after oral fast-acting carbohydrates; the precipitating cause was unclear, and the user sought education regarding avoiding pretreatment of impending lows and appropriate carbohydrate dosing. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user, analysis of information provided, and troubleshooting and education regarding treatment of low glucose. Investigation of this case revealed no findings available, and there was insufficient information to identify a device problem or affected component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.